Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started reading inaccurately on the evening of (B)(6) 2016 when he obtained an alleged inaccurately high blood glucose result of ¿104 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (unknown dose and type). He indicated that after obtaining the alleged result on december 12, he followed his usual diabetes management routine, did not inject insulin and slept. He reported that a few hours later, he woke up to find the emergency medical service doctor who administered glucose gel for hypoglycemia. The patient was unable to specify the physical symptoms of hypoglycemia he experienced. He was also unable to say whether a blood glucose test had been performed on any other meter. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The patient was unable or unwilling to say whether his test strips had been stored correctly or were within expiry date. The patient reported that he had not washed his hands prior to testing his blood glucose level. He did not have control solution available to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow him to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.